Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes a delayed in response when button were pressed, hair line crack along the battery casing, pump clock was always too fast and insulin pump goes into gray mode when it should not and gives micro boluses even when blood sugars was low. Customer stated insulin pump¿s battery life was down to a week or two. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.